Manufacturer narrative:
Concomitant medical products: (B)(4) crt-d, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and oversensing. The left ventricular (lv) lead was exhibiting high impedance. Both leads were reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were also reported to have broken.